Event description:
Customer reportedly obtained results of 35mg/dl, and 95mg/dl on the same device within 10 mins. Customer also reportedly obtained results of 63mg/dl, 63mg/dl, and 182mg/dl within 10 mins on the same device. No action taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.